Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors and the protectors fit securely to the vial. Functional testing was performed, connecting a sample syringe and injector to the protector, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available we are not able to identify a root cause at this time.

Event description:
It was reported that a bd phaseal protector p21 leaked between the protector and the vial. The following information was provided by the initial reporter: "leakage between protector and vial when they prepared antibiotics. No patient involved."

Manufacturer narrative:
Initial reporter address: (B)(6). Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal protector p21 leaked between the protector and the vial. The following information was provided by the initial reporter: "leakage between protector and vial when they prepared antibiotics. No patient involved."